Manufacturer narrative:
No button error alarm or blank display noted. The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Analysis was unable to test for failed battery test alarm or the operating currents due to no button response. The insulin pump had a scratched display window, cracked case at display window corner (all corners) and cracked battery tube threads. No damage noted on isolation tape. The insulin pump had moisture damage on electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.